Manufacturer narrative:
No complaint was received with the return of the complete lead in one piece. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.